Event description:
Reportable based on device analysis completed on 17feb2025. It was reported that balloon leak was noted. The 95% stenosed and simple curvature target lesion was located in the severely tortuous and moderately calcified superficial femoral artery (sfa). A 2.00mm x 150mm, 150cm ranger sl drug-coated balloon was advanced for dilation. However, during the second inflation at 3 atmospheres, the pressure of the pump decreased, and the balloon was leaking liquid upon removal. The procedure was completed with another of the same device. The patient's condition following the procedure was stable. However, device analysis revealed a balloon pinhole located approximately 12mm proximal of the distal markerband.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon pinhole was identified located approximately 12mm proximal of the distal markerband. An inflation test could not be carried out due to the balloon pinhole. As per specification, the rated burst pressure for this device is 14 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Markerbands were undamaged in the correct position on the device. This concludes the product analysis.